Manufacturer narrative:
Device passed displacement test; it failed self test returning an unexpected hardware low level failures . Hardware low level failures is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly, and pump error alarm is found in the pump history due to a software error. No unexpected audio or vibrate anomaly or absence of alarms were noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error. Customer's blood glucose levels were 231mg/dl and 370 mg/dl. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer states self-test was failed. The insulin pump will be returned for analysis.